Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no capture on the left ventricular (lv) lead while connected to the device. During device change out, the lv lead was checked through analyzer and capture showed normal pacing. It was noted there was pacing problem on the device. A decision was made to replace the device. No patient complications have been reported as a result of this event.